Event description:
It was reported that "while pulling out instruments to take to surgery, we noticed that the tip of the screwdriver had been broken off or worn off. Not sure when this actually occurred, but instrument is no longer acceptable for surgery."

Manufacturer narrative:
Method: complaint history analysis, visual inspection, functional inspection, device history review and risk assesment. Results: there have been 33 previous complaints involving 35 units since 2004. The tip of the screwdriver was confirmed to be broken, the broken tip was not returned. The screwdriver shows traces of wear expected from an instrument that has been in use for over 7 years. The instrument was inserted into a reflex hybrid screw and was deemed to be functional. The device history for this device's batch was reviewed and no relevant deviations were reported. In this case there was no patient involvement. A medical opinion was requested for a previous complaint; it stated that given the small size of the fragment it would not migrate to any degree and there is very little risk of any harm to a patient, had the breakage occurred during surgery. Conclusion: the distal tip deformation is most likely the result of normal wear during its life in the field. The failure can occur if the instrument is not correctly inserted into the screw-head during final tightening or screw removal and pivoting or cantilever forces are applied.